Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Patient reported " ruptured and was fused to my chest wall". Later patient reported "fused to chest cavity causing pain, discomfort". Patient also reported the following events, which are not device-related: "inflammation throughout body; headaches, rashes all related to breast illness due to these defective implants. Last 5 years diagnosed with connective tissue disorder, smoldering myeloma, high inflammation". Later healthcare professional reported "rupture" and "textured to smooth". This record is for the left side. The device was explanted.

Manufacturer narrative:
Sns (B)(6) provided for unknown sides. Reason for reoperation: deflation.

Event description:
Patient reported " ruptured and was fused to my chest wall". Later patient reported "fused to chest cavity causing pain, discomfort". Patient also reported the following events, which are not device-related: "inflammation throughout body; headaches, rashes all related to breast illness due to these defective implants. Last 5 years diagnosed with connective tissue disorder, smoldering myeloma, high inflammation" and later healthcare professional reported "pain", "appears collapsed", "deflation", "thick capsule contracture", "ptosis" which is not device-related. This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " ruptured and was fused to my chest wall". This record is for the left side. The device was explanted.